Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported scratches on the screen of the pump, making it hard to see. The customer also had a failed battery alarm and an insulin flow blockage alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-243a, and mmt-332a. Troubleshooting was not performed for the cosmetic damage and battery-failed alarm. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-243a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest, no unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. No nodelivery alarms on the event date or two days prior from the event date. No failed batt alarms or battery/power alerts/alarms in the history files on or 7 days before the event date. The power management graph was in spec. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay buttons, and scratched case. No delivery alarms, and failed batt alarms during analysis was not confirmed. Screen damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.